Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self-test. No unexpected restart alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose was 131 mg/dl. Troubleshoot was performed. The insulin pump will be returned for analysis.